Event description:
Surgeon decided to revise entire hip due to recurrent dislocations. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 2374. Device code: 4002. Ref report: mw5179284.